Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/08/2025 the user reported that their blood glucose (bg) levels became elevated, and they subsequently developed diabetic ketoacidosis (dka). No additional clinical details or outcomes have yet been provided.